Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the outlet monitor temperature (t1) and outlet control temperature (t2) of the arctic sun device was open, and it was not reading so, it need to be replaced. It was also stated that the tank harness was replaced with no issues.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.

Event description:
It was reported that the outlet monitor temperature (t1) and outlet control temperature (t2) of the arctic sun device was open, and it was not reading so, it need to be replaced. It was also stated that the tank harness was replaced with no issues.